Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was not responding. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin delivery available.